Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.5, laboratory inr: 2.9. Therapeutic range: 2.5 - 3.5. The time between testing was two (2) hours. Reportedly, the finger was "milked" after the finger stick. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. These could not be ruled out as a cause of the unexpected results. Since the product was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation was pursued. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.